Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. This pt was prospectively enrolled with 6 cm high grade dysplasia. Ten months following a fourth radiofrequency ablation (rfa) procedure to treat dysplasia, the pt complained of dysphagia and was subsequently dilated. Per physician, the severity of this event was mild and there was no device malfunction. No further info was provided.

Manufacturer narrative:
The site did not return any device therefore an analysis could not be performed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Covidien reference# (B)(4).